Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had to change her sensor and it was not even a day old. Customer stated that she received 2 calibration errors and then changed the sensor. Customer's blood glucose was 275 mg/dl at the time of the incident. Customer does not know why her blood glucose was high and she treated with the pump. Customer was sleeping and her sensor was reading a value of 40. Customer woke up with a threshold suspend alarm. Customer stated that she was sitting on the couch when she had a bad sensor alert. Customer stated that the sensor did not seem damaged. The sensor will be returned and replaced.